Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The pump reportedly powered off without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2013 with the following findings: the pump was found to power on properly. The pump was exercised for 24 hours with no power loss or other issues. The alleged issue could not be confirmed in the pump history due to the history from the date of the event being overwritten. No damage was found to be pump. The pump was opened and no damage was observed. No defects were found with this pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.